Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right atrial lead dislodged as later confirmed on chest x-ray. As a result, the lead exhibited high capture threshold and p wave amplitude variation. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold and p-wave amp variation. As received, a complete lead was returned in one piece with the helix found extended and with traces of blood/body fluids. The full helix extension length was measured to be within specification. The reported events of unacceptable threshold and p-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.